Manufacturer narrative:
A field service engineer (fse) was dispatched: per fse report, the vacuum pump was replaced and was verified to meet instrument specifications. After servicing the instrument, the fse performed a routine system check and qc, which passed within the customer's established ranges. Hardware is the root cause of this event.

Event description:
A customer called beckman coulter inc., (bci) hotline reporting fluid leaking from the front of the access 2 immunoassay system and collecting beneath the counter top. The customer stated to hotline that "vacuum under limits" errors were displayed in the instrument's event log. The customer confirmed that no exposure to the fluid leak had occurred.